Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. The device battery decreased from 5 to 3.5 years in a 6-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Amendment. Corrected fields. B5 describe event or problem. H6 impact codes and device codes. This event is no longer reportable since the device is depleting normally, power consumption is stable, and voltage is tracking normally, the transition in the blending period resulted in the drop in estimated longevity remaining. This is normal operation.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. The device battery decreased from 5 to 3.5 years in a 6-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.